Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined. Attempts were made to obtain further information to no avail. No further information is available.

Event description:
During follow-up for a related complaint (reported in report number 3012835528-2023-00001), it was determined there was another patient that during a post-operative x-ray, the implanted innate screw was bent (event date unknown). Per information received, the patient had been compliant; however, attempts were made to obtain further information to no avail. No further information is available.